Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced leakage during use. The following information was provided by the initial reporter: the extension tube of the indwelling needle leaks when infusion. Re-catheterization, normal.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced leakage during use. The following information was provided by the initial reporter: the extension tube of the indwelling needle leaks when infusion. Re-catheterization, normal.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106906 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the evaluation of the submitted device our equality engineers noted characteristics of the damaged surface of the unit, that indicate that the adapter was subjected to very high heat and the tubing was crushed. After a review of the manufacturing line they were able to confirm that the damage observed in the returned units could not have been sustained at our facility, and the root cause therefore most likely occurred post production.